Event description:
The hcp reported the pump was reprogrammed by a rehab nurse who miscalculated the bolus dose. The pt exhibited signs of a clinically significant overdose. The pt was admitted to the intensive care unit. "Despite reported miscalculation of the bolus needed to prime the new catheter, the physician questioned the accuracy of the pump. The family also insisted that the system be removed and replaced." A follow up report will be sent when additional is received.